Event description:
It was reported that during surgery, the device did not spray, no water come out. There was no patient injury, or delay. Another device was utilized to complete the procedure. During investigation a battery expulsion/rupture was found. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned completely disassembled with several parts missing and the batteries removed from the pack; therefore, the device could not be functionally tested. Visual examination of the interior of the battery pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.